Event description:
Customer reportedly received results of 240 mg/dl and 98 mg/dl within 10 minutes on the advantage system while using comfort curve test strips system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.